Event description:
Caller reported potential false negative urine hcg results vs. Lab confirmation. Pt was tested on (B)(6) 2011 with a negative urine hcg result. A repeat urine test was performed on (B)(6) 2011 with a negative result. The pt had visited the physician's office for an ob procedure and pregnancy test was inadvertently performed. The pt underwent a colposcopy. The pt was found to be (B)(6) pregnant.

Manufacturer narrative:
Retain testing: lot number: hcg0080126, expiration date: 07/2012. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 224.5iu/ml hcg urine lot: hcg110421-01. Summary of results: the retention devices meet qc specification, details as below: correct positive result were observed when tested with 20miu/ml hcg urine control at 3 min read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). The 224.5iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. For test results on returned product, see page three. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Mfg batch record did not observe failure. Unable to identify the root cause w/o pt specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.